Event description:
It was reported that the patient experienced inappropriate shocks due to oversensing.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received analysis found that the proximal insulation and cables were abraded as the result of friction. An exposed proximal cable may cause oversensing which could lead to inappropri- ate therapy.